Event description:
Additional information from the patient reported that the patient had a lot of back pain but their doctors think it is unrelated to the ins. The patient stated the pain was present whether the stimulation was on or off. The patient stated that if they don¿t have a bowel movement during a day, they have terrible back pain. The patient reported pain at initial implant site. The patient noticed the ins seems to have moved towards the spine and there is deep pain where the lead is located. The patient additionally stated that they have a nickel/metal allergy and that they have felt really bad lately. The patient has had yeast infections (oral and possibly stomach), a back rash at their bra clasp, and lack of sleep due to back pain. The patient clarified that during the revision on (B)(6), the lead was not removed but sutured down. The patient stated it is still protruding and the suture point is still painful. The patient was notified that the conductor wires and proximal connectors in the lead do contain a nickel alloy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va11lr6, implanted: (B)(6) 2016, product type lead.

Event description:
Additional information from a healthcare professional (hcp) reported the lead issues and the pain had been resolved. The hcp stated the patient was seen on (B)(6); it was recommended they have a lead revision. The hcp noted the lead had not protruded through the skin; it was a palpable protrusion. The hcp stated the patient had a lead revision done on (B)(6) 2016. The hcp stated the sns lead was sticking up prominently at the insertion site due to her thin stature. There were no diagnostic performed related to the lead issues and pain. Additional information from the patient reported the lead issue and pain had not yet resolved. The patient stated they had to wait 1 month in substantial pain to see the hcp and schedule a surgery for (B)(6). The patient stated they hoped the pain would be better after the surgery. The patient noted the steps taken to resolve the lead issue and pain were they went to the family hcp for an x-ray and diagnosis. Then the patient was scheduled to see a specialist. The patient noted since then they had been off of work, use low-dose anti-inflammatories, lie on their stomach with heating pad, ice, don¿t sit long, cortisone cream, and analgesic cream cushion area. The patient reported the circumstances that led to the lead issue and pain were they were seeing a physical therapist for strain in their right leg, buttock area and they had them doing deep, strenuous lungs and after the patient had a lot of instability and pain where the lead was. The patient went on to state subsequently the lead came to the surface area. The patient noted they did several repetition using ski poles to get up because it was so difficult. The patient reported an update on (B)(6); they had the surgery on the interstim lead. The patient noted they were having sharp stabbing pains when they lie on their back, so they were not sure if the issue had been resolved. The patient noted they continue to be unable to work.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28, lot # va11lr6, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A patient reported she had been going to physical therapy and one of the exercises she had been doing was lunges. The patient noticed a bulge in area of the lead so she saw the healthcare professional (hcp) and had x-rays and then she saw a different hcp for the implant and was told that the wire was bent and had moved. The patient stated that since then she had discontinued with the physical therapy exercises and had scheduled surgery, but was not able to get in until december. The patient stated that the site hurts and it had affected her sleep, and it hurt when she bent her knees. The patient was concerned regarding what to do if the lead protrudes from her skin. The patient also mentioned she had x-rays done prior to starting physical therapy. The patient reported pain at the lead site and it was sudden in onset. The patient is implanted for bowel dysfunctional/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they saw their hcp on (B)(6) 2016, (B)(6) 2017. Patient stated the circumstance that led the ins moving closer to the spine was doing difficult lunges during physical therapy. Patient also reported that lead had partially popped up again and was causing pain. They were unsure what to do next and were waiting to see if the pain diminished. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.